Manufacturer narrative:
Philips service replaced table clamp+belly bar, geo module wp kit, clea extension board 2, ID shift motor with force sensor, and spare ii shift clea, calibrated the system, and tested it ok. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that table control failure due to defective shift motor and geo module on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.